Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the device is working for a while in case then needle jams in instrument. The needle jammed in the jaws of instrument during use. No jam or lock on tissue. Surgeon was able to open the jaws and remove. There is no patient injury. In order to correct the problem, the user used a new device.

Manufacturer narrative:
Added concomitant medical product.

Manufacturer narrative:
(B)(4). The device did not lock on tissue.